Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent breast augmentation primary with unknown mentor silicone prosthesis experiences right sided symptomatic rupture, and bilateral capsular contractures grade iii post operation. The MRI examination confirmed the issue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left side.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The received device identity revealed as unknown mentor gel. Per additional information received on january 20, 2026, date of event is updated to august 7, 2025. The patient underwent bilateral mastopexies, bilateral capsulectomies and replacements. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on december 30, 2025, the patient underwent bilateral replacements per following: left sn: (B)(6) right sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on november 25, 2025, the patient scheduled for removal surgery on (B)(6) 2025. Reason for device explant and/or reoperation: symptomatic rupture, and capsular contractures grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on february 09, 2026: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant had parallel lines of shell wear on the anterior view. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Manufacturer¿s reference number: (B)(4).